Event description:
The customer reported the balloon burst during a procedure. Maximum atmosphere 17 was used and the balloon did not fold out properly. The user suspected the inflation device was incorrect. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event. This report is for the balloon inflation device. The balloon (model bpcn1015) is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was received from the customer. The procedure was a percutaneous nephrolithotomy which was completed with a device from another manufacturer. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The lot number provided in the file was considered a non-valid lot number for the device. Because of this the DHR review is unable to be performed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of balloon burst was reported to have been caused by an incorrect balloon inflation device, the gauge is inaccurate. Olympus will continue to monitor field performance for this device.